Manufacturer narrative:
(B)(4). Explanted date corrected from unk to na.

Event description:
It was reported that the procedure was to treat a narrow lesion in the distal right coronary artery. Pre-dilatation was performed with the 2.5 x 12 mm trek balloon catheter and a 2.5 x 18 mm xience prime stent delivery system (sds) was advanced to the lesion. The stent was deployed at 8 atmospheres (atm); however, the balloon ruptured and an air bubble was observed in the posterior left ventricular (plv) artery. The patients EKG st went down suddenly. Contrast was injected and the physician waited for the air to absorb. After five minutes, the patients EKG st was raised to normal. Post-procedure, the patient was sent to the cardiac care unit and is recovering well. The patient was due to be discharged on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for balloon ruptures from this lot. Based on the reviewed information, no product deficiency was identified. The reported patient effect of air embolism, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.